Event description:
The pt developed upper abdominal pain diffuse that spreads into both right and left quadrants, non radiating symptoms that has been ongoing since two days prior. He is not having any bowel or bladder problems. He is not having any fever, chills and he is not having any food intolerance, vomiting, or regurgitation or heartburn symptoms. Erosion was seen on testing. Or findings revealed a significant amount of adhesions that were noted around the port and tubing. We were able to free this up and it was definitely apparent that we were unable to proceed on laparoscopically, secondary to the amount of inflammation.